Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were experiencing high blood glucose level. Blood glucose level at the time of the incident was 512 mg/dl. Customer was treated with pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Insulin pump had insulin flow blocked alarm and insulin did not exit. Customer allege insulin pump was under delivering and they performed displacement test and it was passed. Customer was using auto mode. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.